Event description:
The manufacturer received information alleging a crack on the lcd screen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The lcd screen was replaced to address the issue.